Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer's blood glucose level was 239 mg/dl. The customer stated that she was sweating and it may have transferred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.